Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type pump. (B)(4).

Event description:
On (B)(4) 2015 information was received from a representative regarding a patient receiving intrathecal fentanyl, concentration unknown, at 20 mcg/day via an implanted pump system. The patient was implanted a few weeks ago and had a headache, and their doctor was going to perform a blood patch today. They were to refill the pump with new drug, and they planned to perform a system contents removal procedure. It was unclear if there was a cerebrospinal fluid (csf) leak, or if the headache was related to the fentanyl. Additional information was requested to determine when the patient first started experiencing the headache, what resulted from the drug change, and what actions or interventions were taken to resolve the headache.